Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2018-01543. This report is being submitted as additional information approximate age of device - 1 year, 1 month. Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned disassembled with the driveline severed approximately 1.5 inches from the pump housing and the distal end of the driveline was not returned. The inlet stator and the rotor were removed from the pump prior to return. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow graft was severed at its hardware and returned attached to the outlet elbow, which was returned detached from the pump¿s outlet port. Two additional segments of the outflow graft were also returned, measuring approximately 3.5 inches and 1 inch in length. The outflow graft bend relief was returned detached from the outflow graft hardware. The outflow graft bend relief collar was returned detached from the outflow graft and bend relief hardware. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump appeared to have been exposed to a fixative. Due to the condition in which the device was returned, the device was not able to be functionally tested under loaded conditions. It could not be determined if the device operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was transplanted on (B)(6) 2018 due to an infection. Additional information was requested; however, no information was provided.